Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s touchscreen would only respond to meal options and would not allow navigation to other menus or functions despite troubleshooting and an attempted firmware update, leading to a decision to replace the device. Symptoms included no alerts or alarms. Outcomes included interruption of intended device use. Investigation included customer troubleshooting and attempted software update. Investigation of this case revealed a nonresponsive touchscreen consistent with a hardware interface failure of the display or touch input assembly. It was concluded, based on previously established findings for similar reports, that the cause was a device component malfunction of the touchscreen hardware.